Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had burning sensation at the pocket site. The patient was also experiencing headache and body ache. The patient underwent an explant procedure. The physician believed that the event was not device related.